Event description:
Loop broke at the electrode.

Manufacturer narrative:
Loop was deformed and it was broken in one point. In a point where the loop was broken there is a mark of burning and also it looks that the loop was deformed. It is bended at a point where it shouldn't be (mark with circle on one of the attached photos). There was no marks of blood on the product, so it doesn't look that the product has been used during operation. There are two possible reasons in this case: there was electrical short circuit which was caused by touching the wire of loop with another steel tool, or eventually by incorrect setting of power on generator (too high parameters or not correct program was set on generator, not according to IFU). It can be a reason cause as it's shown on the photo 1 and 2 broken point is quite strong burned. The loop was broken because it was bending in a way that it didn't stand the pressure and the heat at the same time.